Event description:
After an implantation time of 31 months, ventricular oversensing without shock deliveries was reported. During the explant on (B)(6) 2017, defective insulation proximally at the df-1 connector was detected at the lead. The lead was returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. During the visual inspection, the insulation damage 2 cm distal of the df1 connector pin, which was mentioned in the complaint, could be confirmed. The insulation was fractured in this region, and there were signs of abrasion at the df1 connector. The position and kind of damage are characteristic for a permanently kinked position at the generator housing with simultaneous friction against it. In addition, multiple signs of abrasion along the lead body were noted during the analysis. Especially 56.5 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is with high probability the cause for the noise artifacts on the rv channel that were clinically observed. The observed damage manifestation speaks for unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Reasons for an increased stress level in the implanted state are hard to determine. An accumulation of various influence factors should be considered. This includes strong ingrowth behavior in the distal and a possible interaction with the partner lead, which could negatively affect the movement of the lead. An unfavorable implantation position due to excessive slack is also a known influence factor. In addition, both the individual anatomy and an increased physical activity of the patient play a role. As a final step. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no indications of material defects or manufacturing errors.